Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs found 1 reservoir passed per specifications however, the remaining reservoir failed due to the snap cap detached from the reservoir barrel also, found the snap cap attached to the transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer stated the reservoir was discarded. Customer stated that the leak location when she was filling the reservoir from the vial. The customer was advised to use another reservoir. The customer was advised to return the reservoir and transfer guard. Customer was advised that we are replacing reservoir.